Event description:
After an implantation period of approx. 36 months shock impedance values higher than and greater than 200 ohm were reported. The lead was explanted without complications and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 20 cm distal to the is-1 connector pin. Two fragments were received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed cuts in the insulation. Furthermore deformations of the distal shock coil were observed. These deformations most likely occurred during the surgery. Blood penetrated the lead. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.